Event description:
Bhcg reported on pt when in emergency svs was 1412.8 on 12/3/96. Pt's ultrasound revealed abnormalities with no interuterine gestation seen. Pt went to surgery and had cyst removed. Bhcg was 0.0 on 12/4/96. Repeat was done on specimen from 12/3/96 and was also 0.0. Dilutional errors were also found on other pt's specimens. The lab staff had the instrument serviced due to discrepancies.